Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest anastomosis surgical procedure using an xi system, a clinical sales representative (csr) called to report a system issue on behalf of the customer. The surgeon stated that during multiple procedures, the long bipolar grasper instrument did not deliver expected cautery effect even when the effect mode was set to 8. The customer reported that this issue did not occur when using the same instrument type on another system. The csr did not have details on troubleshooting steps performed or whether the issue occurred with other bipolar instruments. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no dependent serial numbers recorded for the long bipolar grasper instruments used across multiple days and no generator-specific errors. At this time, it is unknown how the procedure proceeded.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found that the issue could not be confirmed in system log review. However, log review identified errors m-37, c-37, and 2-8a on several other dates. During functional testing, the unit powered on normally and successfully cauterized across all ports with all instruments without issue. The log recorded errors c-84, m-b0, and m-32. Visual inspection indicates the unit is in good cosmetic condition. The complaint was confirmed based on failure analysis. The probable root cause of the energy activation issue and subsequent errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation.